Event description:
The customer was hospitalized for low blood glucose levels. The customer was released from the hospital and then had another low blood glucose episode the next day. The customer was unfamiliar with the insulin pump and did not understand what the insulin pump settings meant. The local company representative was contacted for possible further training with the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore ,consider this report complete to the best of our knowledge.